Manufacturer narrative:
The roi's were reviewed; several were greater then 12. An adjustment was performed on the rois that were greater than 12. An automatic camera adjustment was performed, and new flat field images were taken. The instrument was operating as expected.

Event description:
Customer is reported unexpected negative results on the galileo when testing a patient sample. Some of the results that the galileo called negative were visibly positive; specifically, cell #4 and cell #10. The patient is a known b positive that has an anti-fya antibody. The antibody was identified as an anti-fya using the tube method. Customer requested the roi's parameters be checked to determine if there is an alignment needed.